Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used in a laser ureteroscopy procedure in an unknown location performed on an unknown date. Reportedly, the laser unit used was a lumenis 100w. According to the complainant, during the procedure outside the patient, the laser fiber body broke in two. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.